Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4) was performed by a zoll service technician. The reported complaint of a tcmid: 05 (coolant diff failure) was not observed during functional testing; however was confirmed during review of the event log. The probable root cause was due to the unstable or defective lm 34 temperature sensor due to wear and tear. Upon visual inspection no physical damage was observed. A review of the event log was performed and found tcmid: 05 error to have occurred on the reported event date. The thermogard xp ivtm console is a reusable device and was manufactured on 29 aug 2011. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. After replacing the lm 34 temperature sensor, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) displayed tcmid05 (coolant diff failure) error message. The user was unable to clear the error message. Therapy continued using alternative method(surface cooling). No known impact or consequence to patient was provided.